Manufacturer narrative:
The technician found the left head caster was staying locked in brake. The technician installed and adjusted a new caster to repair the bed.

Event description:
The nurse stated after releasing the brake pedal, one of the brakes stayed locked.